Event description:
Caller indicated the assure 4 meter was reading high. At around 6 pm, nurse took bg of pt. The meter came back with a reading of 500. They felt this was too high since the pt felt fine. They retested with another meter and the bg was 89mg/dl. No treatment given. Control solution tests were within range.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.